Event description:
It was reported that a smiths medical pump alarmed "no disposable - clamp tubing". Pump settings: rate: 2.2 res vol : 32.1ml given 70.90 ml, no air in tubing noted, no injury to patient. No further information available.